Event description:
Adverse event(s): "no patient harm/injury" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message); "system switched out to complete case" (no code available). The customer reported a system message displayed in the middle of a case. The customer switched out the system to complete the case. The following case was canceled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the lamp. The company service representative could not find the system message reported in the event log. The system was then tested and met all product specifications. (B)(4).